Event description:
It was reported that during the biopsy, the device allegedly difficult to remove and audible noise. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy instrument for returned for evaluation. The device was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. The sample notch was found to be bent backwards when positioned on a flat surface. Due to the condition of the device functional testing was not performed. Therefore, the investigation is inconclusive for the alleged failure to fire and difficult to remove of the device. A definitive root cause for the alleged retrieval difficulties and failure to fire could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2022), g3 h11: h6 (method, result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (12/2022).

Event description:
It was reported that during the biopsy, the device allegedly had a audible noise and was difficult to remove. The procedure was completed using another device. There was no reported patient injury.